Manufacturer narrative:
The technician replaced the bushings on the brake mechanism block assembly to resolve the issue.

Event description:
The technician alleged the wheel moves while in brake mode. No patient impact.